Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours; after experiencing a hazard alarm with the pod, patient decided to go to the hospital. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with insulin and fluids intravenously, as well as nausea medication. The patient was released after spending 4 days in the hospital. The pod was removed at the hospital and was discarded.